Event description:
Complainant alleged that during biomed testing, the device experienced compressor failure - 1001.complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed; the device displayed compressor failure - 1001 upon power up. Internal inspection of the device observed contamination in the compressor and flow manifold assembly which was determined to be the cause of the reported problem. As a result, the compressor and flow manifold assembly were replaced to remedy the problem.analysis of reports of this type has not identified an increase in trend.